Manufacturer narrative:
Result: siderail and footboard were non operational due to malfunctioning cpu board and broken foot-end lift coupler.

Event description:
It was reported by service report that the footboard or the head-end siderails were not working. No pt involvement or adverse consequences were reported.